Manufacturer narrative:
(B) (4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
Note: the date of event is unk. It was reported to boston scientific corp that an ultratome xl sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, during the procedure, the cut wire sparked. The procedure was completed with another ultratome xl sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.